Event description:
Info received that the unit had not CPR function. No injury reported.

Manufacturer narrative:
Technician found the bed in facility maintenance unit had no CPR function. Replaced the CPR valve to resolve this issue.